Event description:
Due to a fall years ago, my right hip became arthritic and was replaced in 2007 by a depuy pinnacle device. It was never satisfactory, with hip weakness and pain; I had to use a cane to walk. In (B)(6) 2010, I began having pain in the front of my hip, which quickly worsened. An MRI showed effusion around the joint, as well as a cyst behind the "joint," between the artificial ball and cup/socket. An orthopedic surgeon determined that I was allergic to the metal, with metal ions in my bloodstream. The pain and swelling became unbearable. I was confined to bed for months, getting out only for doctors, trying to find a surgeon with knowledge of my condition to help me. Surgery was finally performed in early (B)(6) 2010, a repair done by removing the pinnacle ball and socket and replacing with a plastic covered device. The swelling was so great that nerves in my lower leg and foot were damaged. Two weeks prior to my surgery in (B)(6), I developed "drop foot," which a neurologist has determined to be a permanent condition. I can no longer walk. I wear a brace and hobble. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: hip replacement. Event abated after use stopped or dose reduced?: yes.